Event description:
Mechanical failure of profemur neck long. Pt was exercising on treadmill at a moderate rate, then suddenly fell while on treadmill. Pt admitted for right total hip revision replacement.